Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) male patient receiving intrathecal clonidine, baclofen, morphine, and another unknown medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. The patient reported that he needed to get an ID card, as he needs to get an MRI (unrelated to the pump or therapy) and wants to be able to show the MRI facility what he has implanted. Three times in the past the patient had not been able to get an MRI (also unrelated to the device or therapy) due to the implant and not having details on it. Since 2000-2005 the pump had been empty, and eventually died (no longer alarming) to end of service (eos) / longevity and was non-functional. The pump being empty and not removed was an elective choice, as the patient had lost his insurance coverage and the refills were too expensive. The patient was back on oral medication. There was no suspected problem with the device or therapy. The patient now wanted a new pump, but the health care provider (hcp) was leery of putting in a new pump or removing the old one. No other information was given for this event. If additional information is received this report will be updated.